Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient experienced stoma site infection from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antibiotics cefazolin sodium injection 1 g from (B)(6) 2019 till (B)(6) 2019 and cefzon (cefdinir) capsules from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received indicates as there was induration and tenderness around the stoma site, increased inflammation values on blood test and changes on CT images, the patient was hospitalized for antimicrobial infusion drop therapy from (B)(6)2019. On (B)(6) 2019, the inflammation values improved, and the drug was changed to an oral antibacterial drug from (B)(6) 2019, and recovery was confirmed at the outpatient examination on (B)(6) 2019.